Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip and minor scratches on the display window.

Event description:
The customer reported via phone call indicating that the insulin pump alarmed motor error when doing a fill cannula. Customer's blood glucose was unknown mg/dl. Customer reported that he received an e70 alarm. Customer was advised to discontinue use of the device and revert to a back up plan. The customer was advised that the device will be replaced.